Event description:
Customer's daughter initially called requesting assistance with changing the infusion set. Caller mentioned that the reservoir has air bubble. Caller also mentioned that the customer was hospitalized due to diabetes related issue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.